Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not working and also had failed battery. It was also reported that they had replace battery now. The troubleshooting was performed and was advised if not aligned or tightened the pump may give battery failed alarm and the insulin pump did not alarm battery failed alarm. The troubleshooting was also performed and was advised to insert remove battery and insert battery the display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.